Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that a patient experienced several issues with an implantable neurostimulator. The patient stated they could not drive without experiencing electric shocks and felt that weight on their shoulders transferred to their hip. There was a lack of tissue and insufficient 'flesh' over the neurostimulator battery, causing discomfort. The patient reported being unable to lay in bed with the implant and needing to sit in a specific way to avoid pain from the battery. They experienced chronic electric shocks at a setting of 3.1, which they attempted to reduce to 1. The patient's back condition, initially improved post-implant, began reverting to its previous state. The patient mentioned the possibility of wanting the neurostimulator removed. The patient was advised to contact their healthcare provider to address these issues further.